Event description:
It was reported that, during an arthroscopy, the firstpass was broken in three parts, however, it is unknown if the device broke internal or external to the patient. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The barrel and suture passer has been torn apart and deformed into three pieces. A functional evaluation showed that the device cannot be tested due to the fragmented condition of the it. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time.